Event description:
It was reported the customer had a crack on their insulin pump's screen. The customer's blood glucose was unknown. The customer stated their insulin pump was functional. The customer was unsure how the damage had occurred to their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window noted.